Event description:
It was reported that an unspecified malfunction occurred. Date of event is an approximation. On (B)(6) 2024 the patient had an episode of hyperglycemia. The patient was at camp, there was no signal at the patient's location. Because the phone had no signal, there was no cgm (continuous glucose monitor) display device in use. The patient was not using the receiver since it was not working due to it not charging. The patient was using an omnipod insulin pump which would not work with the dexcom receiver (dexcom app is required to facilitate hybrid-closed loop insulin delivery with omnipod). The reason for the call was to request a receiver. At the time of the report, the patient was calling from ICU (intensive care unit) 3 days after her episode. An ambulance was called for symptoms of lethargy and vomiting. It was not described how long the patient had been without readings nor how long the patient had been out of hybrid-closed loop insulin delivery because of no service to the phone. The last known reading was not described. The patient did not have a glucometer and therefore had not been monitoring the bg (blood glucose) during that time. In the ICU, the bg was 500 mg/dl. Treatment and management of hyperglycemia was not known. At the time of the report, the patient was fine. No product or data was provided for investigation. The allegation and probable cause could not be determined. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). H6 medical device problem code - 3191 - patient was unable to identify device issue therefore a more specific code could not be selected. Diabetes mellitus is a known cause of hyperglycemia.